Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: pain, shortness of breath (sob), and deep vein thrombosis (dvt). The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain, sob (shortness of breath), dvt (deep vein thrombosis) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Corrected data: age or date of birth. Additional information: event, relevant tests/laboratory data, other relevant history, brand name, lot#, device manufacture date. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Investigation: no relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein, history of coagulopathy and at an increased risk for deep vein thrombosis (dvt) after fasciotomy for compartment syndrome involving the left leg. Patient alleges, fracture (fractured leg extravascular), vena cava perforation, legs of filter entering mesenteric fat along the under surface of duodenum, abutting posterior wall of aorta, entering collateral veins and entering the cortex of the l3 vertebral body and post implant dvt (x4). Patient further alleges, "I suffer from chest pain, shortness of breath, tingling all over my body, numbness in my arms and toes, extreme stomach pain, headaches, blurred vision, fatigue, limited blood flow through my body, sharp stabbing pains in upper chest, and lower stomach pain on the left side. Pieces of the filter are still inside my body and the physician has advised me that removing the pieces would be too dangerous. I am limited with weight lifting and intense aerobic exercises. I have not engaged in strenuous physical activity because it's too painful." Per CT impressions dated on (B)(6) 2019, "abnormal configuration of the ivc filter with narrowing of the cava and multiple areas of caval wall penetration as well as abutting of several soft tissue and osseous structures."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Corrected data: lot number. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Catalog # is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Additional information received 11apr2019: per abdominal CT, dated (B)(6) 2019, "one of the legs extends into collateral vessels posterior to the aorta (closely associated with posterior wall of the aorta however the leg does not appear to be with in the lumen). Another leg extends into the mesenteric fat anteriorly, contacting the undersurface of the third portion of duodenum. One of the other legs extends to the right of midline, entering additional collateral vessels. 2 posterior legs extend into the anterior aspect of the l3 vertebral body. Extensive collateralization of now in the presacral space and just deep into the abdominal wall anteriorly. " per ir ivc filter removal, dated (B)(6) 2019, "at least on e of the primary legs is fractured. The patient's ivc is partially thrombosed. Chronic thrombus is noted. Narrowed ivc at the level of the ivc filter. Chronic occlusion is present of the right external iliac extending into the common vein and into the ivc. There is complete occlusion of the distal left external iliac vein extending into the left common iliac vein and into the ivc." Patient outcome: "successful removal of the patient's placed ivc filter. Significantly improved flow through the right external iliac vein into the newly reconstructed right common iliac vein and into the ivc."